Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had a constant tone. The customer's blood glucose was unknown at the time of incident. The customer stated that there was a low battery alarm prior to the constant tone. The customer stated that the insulin pump might have been bumped. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that the display did not return after placing a new battery. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did not return after cleaning the battery cap and placing a new battery again. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within specifications. Unit was monitored for 1 day and no blank display anomalies or constant tone noted. Unit received with minor scratches on display window and cracked case at display window corners.